Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm ,vicm5_13.2, -9.50 dioter, implantable collamer lens was implanted upside down into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to low vault caused by the lens being implanted upside down. User error was reported to be the cause of this event, the reporter stated " yes that was user-surgeon error to implant upside-down and yes the device fail to perform because of that". A replacement lens of the same length was later implanted. It was reported that the problem resolved.